Manufacturer narrative:
On 16-mar-2017, the technical support specialist (tss) conducted troubleshooting with the customer over-the-phone to address the reported event. The customer stated the qc was made a day prior to the reported event and the instrument was calibrated on 07-mar-2017. There was no rate data on the qa spreadsheet. The customer stated a field service engineer is scheduled on 21-mar-2017 he will decontaminate the reagent lines. The customer requests to wait to troubleshoot after the service call. No further action required from tss. On 20-mar-2017, an fse was on-site for service call. The ala-900 analyzer is functioning as intended with all issues cleared. No further action required by fse. The most probable cause of the reported event was unknown. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported st hba1c qc is running high with the aia-900 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.